Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during an aortic stent repair, the loop of the device broke off in the patient. The broken piece was retrieved from the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
The device is no longer expected to return for evaluation. Because the unit was not returned, a formal investigation of the affected device could not be completed and the root cause could not be determined. If the device is returned in the future, this investigation will be reopened and a follow up submitted. The device history record was reviewed and no exception documents were found.